Event description:
It was reported that the device failed a flow test. The issue was found during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Unable to confirm customer complaint of under delivery during delivery accuracy test at 17.12ml. Performed delivery accuracy test 3 times with results as follows, 20.6ml, 20.4ml and 20.6ml. Results fall between minimum of 18.2ml and maximum of 22.2ml. Visual and functional testing was performed. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair. The probable cause of the reported problem unknown.